Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the outer tube slightly bent. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was attached to the hand piece. It is possible that the damage in the hand activation metal rings did not allow the device to be torqued properly and cause an error code message of instrument error.

Event description:
It was reported that during a lobectomy, the rotate knob did not rotate from the beginning of use. Although the device was re-assembled and the hp054 was replaced, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.